Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system the drawer had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer adjusted the drawer sensor, latch catch, and drawer chassis, tested the drawer after each adjustment until the red release lever locked in the full position without friction. A field service engineer tested all drawers in hardware test application and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.